Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging the ipg and had to frequently charge it. The patient underwent an ipg replacement procedure and was doing well postoperatively. He explanted ipg will not be returned per hospital policy.